Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the image guide bundle is severely damaged/excessive black dots on the image. Also, the coating of the insertion tube is peeling off. Additionally, the suction volume is insufficient due to a deformed/collapsed instrument channel also causing poor insertion of the brush into the instrument channel. The bending section is crushed. The insertion tube below the protector boot is also crushed and there are scratches found on the eyepiece . The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned to olympus repair center for a reported ¿black dot¿ on the image. Upon inspecting and testing, the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube peeling off. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.